Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator still had airflow, when the device was switched to standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no repair required, as the basic flow rate is considered normal while in standby mode. The customer was informed of this information, and the device was returned to service. Based on this new information this reported issue is now considered not reportable as it is a normal condition device while in use.